Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number, z2458043e, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 30-jan-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Avanos medical received a single report that referenced two different incidents, which were associated with separate units, involving a single patient. This is the second of two reports. Refer to 3011270181-2019-00002 for the second patient. It was reported that an attempt was made to insert a corgrip device into a patient. In doing so, the magnet remained in the patient's nose but was able to be retrieved by reinserting the yellow probe and reconnecting the magnet. No patient injury noted.